Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to increased threshold measurements, and high out of range pacing impedance measurements. This lv lead was replaced with a competitor product. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this lv lead will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.